Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Customer disconnected phone call and did not provide enough information for complaint process. Manufacturer made effort to establish contact with customer who disconnected the phone call again. Most likely underlying root cause of malfunction: incorrect control range assignment. Customer did not follow instructions.

Event description:
Customer complains of high control solution results. Customer states that he feels physically fine, no medical attention was needed. The customer's expected blood results were not disclosed. Verified test strips expire 12/31/2017. Customer refused to provide further information in regards to test strips. Customer calling for training on how to use his true track meter. Customer became irate stating he does not understand the purpose or process for the control solution .customer stated that he run level 1 of true control lot # 4l1b48 wand received results of 584. I explained customer that the normal range for level 1 is 93-261 mg/dl. I was not able to obtain customer's normal blood glucose range or verified storage of test strips or control solution nor obtain results from meters memory because customer became upset and disconnected the call.